Event description:
Our affiliate is reporting that during a shoulder procedure, a portion of the distal tip of a se electrode broke off into the pt's joint space. The broken fragment was retrieved from the body, and the case was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
Depuy mitek to date has not yet rec'd the complaint device for evaluation. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words, there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.